Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a ngen rf generator, japan configuration and a flow rate issue occurred when on ablation. The situation was the flow rate of pre radio frequency (rf) time when ablated at 50w became 4ml. Although the temperature was maintained above max low flow temperature, flow at 4ml was still flowing. Timing was the previous ablation ended at 4 ml and occurred reproducibly when continuous ablation was performed. The behavior was normal in the procedure where the previous ablation ended at 15 ml and in the case where continuous ablation was not performed, so the procedure was continued as it was. The procedure was completed without patient's consequence. No other generator was used. Additional information was received. The temperature cut-off value was not exceeded. The generator parameters were set to temperature control mode, 50w, qmode, target temperature 47 and cut off temperature 52. The equipment did not allow ablation when the issue occurred. No error / warning message. The correct catheter settings were selected on the generator. Ngen pump was switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation pump was set up to automatic mode. The catheter used was the qdot catheter (d-f). Additional clarification was received that the ablation was performed during the flow issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a ngen rf generator, japan configuration. The situation was the flow rate of pre radio frequency (rf) time when ablated at 50w became 4ml. Although the temperature was maintained above max low flow temperature, flow at 4ml was still flowing. It was reported that service was not required at this time. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 20-sep-2024. Service was not required. This specific issue was related to a software bug for ngenv2.0.b. The expected behavior is that qmode ablation algorithm allows ablation in 50w with 4mml flow rate as long as the temperature is below the target value. If the temperature is reaching the target value, the flow will increase to 15mml and power will titrate down if the temperature is not decreasing. The bug is causing the irrigation to stay at 4mml in some scenarios. As a result, in case the temperature rises, the power will titrate down to keep the temperature in the safe zone. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Explanation of codes: investigation findings: no findings available (c20) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿flow rate issue occurred when on ablation¿ issue and the service was declined. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to software coding (d18) / component code: computer software (g02008) were selected as related to the customer¿s reported ¿flow rate issue occurred when on ablation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿software bug for ngenv2.0.b¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).